Event description:
On (B)(6) 2011, the lay user/patient's nephew contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in the beginning of (B)(6) (year not specified). On an unspecified date/time the patient reportedly obtained a blood glucose result of "493mg/dl" with the subject meter. The patient's testing frequency and usual blood glucose range are not known. According to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin. In response to the alleged meter issue, the patient reportedly continued with her usual (unspecified) diabetes management routine. As a result of the alleged issue, the patient reportedly developed symptoms of dizziness, nausea, and weakness at an unknown date/time later. The patient's blood glucose result prior to/ during the onset of her symptoms is not known; other than diabetes, it is not specified if the patient suffers from any other health conditions; and it is not clear if the patient attempted to administer self-treatment following her report symptoms. According to the csr's documentation, the patient was allegedly hospitalized from (B)(6) (year not specified). The reason the patient was hospitalized is not known. During the patient's alleged hospitalization, an EKG and general laboratory testing was performed (result not known) and the patient was reportedly administered IV solution and glucose. Before going to the hospital, the patient's blood glucose result (with the subject meter) is not known, it is unclear if the patient was experiencing any diabetes related symptoms and if so, it is not known if the patient attempted to administer self-treatment. It is not known who transported the patient to the hospital, the patient's blood glucose result with the hospital's meter is not specified, and the patient's diagnosis is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (09/20/2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. A secondary issue was noted where the control solution reading was low. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.